Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned. The rv lead was damaged during the surgical procedure, the rv lead was functional prior to procedure. The pin was found separated from lead. No additional adverse patient effects were reported.